Manufacturer narrative:
Concomitant medical product: dtba1d4 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high/undefined superior vena cava (svc) impedance. The lead is still in use. No patient complications have been reported as a result of this event.